Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present via remote transmission. Review of the transmission revealed inappropriate mode switching with noise artifacts in all channels. Noise artifacts were possibly due to electromagnetic interference due to patient working with electrical equipment frequently. No intervention was performed and the patient did not report any symptoms.